Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of potassium chloride was not confirmed during a review of the log or replicated during testing of the suspect pump module. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The external and internal inspection of the suspect pump module identified no issues or anomalies that could have contributed to the reported issue. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on (B)(6) 2026 at 5:22am. A review of the pcu and pump module error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from (B)(6) 2026 at 5:22am, when a remote infusion was received to initiate the reported infusion, until 7:19am, when the unit was powered off and removed: at 5:22am on (B)(6) 2026, pump module 8100 (s/n (B)(6)), assigned to channel b, received a remote IV order and was programmed and started as a secondary infusion with potassium chloride (drug ID 751), drug amount 40meq in 500ml diluent, dose 40meq, a rate of 125ml/hr, and a vtbi of 500ml. The primary volume infused (pvi) at the start was 2263.59ml and the secondary volume infused (svi) was 1330.44ml, reflecting accumulated totals from prior performed infusions. At 6:49am, the pause key was pressed and the infusion was paused. At that time, the pvi remained at 2263.59ml and the svi had increased to 1512.44ml. During the same minute, the channel select key was pressed; the user canceled secondary infusion and subsequently initiated primary infusion. The infusion was restarted with a rate of 50ml/hr and a vtbi of 999.336ml. At 7:19am, the channel off key was pressed, ending the infusion. The pump module was powered off and the unit was removed, with a final pvi of 2288.04ml, an unchanged svi of 1512.44ml, and a total volume infused (tvi) of 3800.49ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The alaris system user manual (v12.3.2) explains proper loading of the administration set, including correct tubing placement and avoiding forceful insertion to prevent infusion errors. The pcu must be powered on first to complete it's self test before loading a primed set. If both the safety clamp and roller clamp are left open, unregulated flow can occur, triggering a high priority, non silenceable alarm instructing the user to close the safety clamp and door. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion of potassium chloride was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of potassium. At 0522, potassium chloride 40 meq in 0.9% nacl 500 ml ivpb administered. The intended infusion rate was 125 ml/hour. A new bag was hung at 6:49 and the clinician noticed 182 ml was documented as infused but the bag was empty. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of potassium. At 0522, potassium chloride 40 meq in 0.9% nacl 500 ml ivpb administered. The intended infusion rate was 125 ml/hour. A new bag was hung at 6:49 and the clinician noticed 182 ml was documented as infused but the bag was empty. There was patient involvement, but no harm.